Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after the puncture succeed, the physician found that the inner core of the needle could not retract. The procedure was finished by changing to a new needle. An inspection of the returned product found that the tip of the needle was slightly bent, and the needle and inner core would not fasten completely. No part of the device remained in the patient's body, and there were no injuries or additional procedures.